Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The device seal was intact. No physical damage was noted on the pump. The event history log (ehl) showed a high alarm displayed, cassette not attached properly, and high alarm silenced, cassette not attached properly. Performed functional tests and the issue was duplicated and the reported cause was due to the dso was inoperable. The root cause of the reported issue was unable to be determined.

Event description:
Additional information was received indicating that the issue occurred during testing and there was no patient involvement.

Event description:
Information was received indicating that when attaching tubing to a smiths medical cadd solis vip pump, the pump gave an error message that it will not attach properly. No adverse effects were reported.